Manufacturer narrative:
The monitor investigation was completed by engineering. The reported problem displayed a service code was unable to be duplicated. Per engineering, the system had been using outdated firmware (v0004), which led to communications issues between the belt/monitor and was the root cause of the service code event. No damage was found. Monitor passed essential performance testing. The root cause for the service code could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
Us distributor returned a monitor and reported displaying a service code.

Manufacturer narrative:
The monitor was returned for evaluation. The reported problem displayed a service code, potentially indicating a potential device malfunction. The monitor is under investigation. Reporting out of an abundance of caution.

Event description:
Us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.